Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead, undefined impedance qualified as high, high thresholds and no sensing were observed when the helix was screwed into the myocardium. The pacing lead was not used and was replaced. No patient complications have been reported as a result of this event.